Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 20-may-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 136, 117, 125, 120, 85 and 33 mg/dl. The customer stated her expected am fasting blood glucose test result range is 105-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/14/2027 and the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 136 mg/dl date: (B)(6) 2026 time: 7:00am fasting am. Result 2: 117 mg/dl date: (B)(6) 2026 time: 6:55am fasting am. Result 3: 125 mg/dl date: (B)(6) 2026 time: 6:38am fasting am. Result 4: 120 mg/dl date:(B)(6) 2026 time: 6:37am fasting am. Result 5: 85 mg/dl date:(B)(6) 2026 time: 6:30amfasting am. Result 6: 33 mg/dl date: (B)(6) 2026 time: 6:29am fasting am.